Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. The customer was exposed to waste from the analyzer. The location of the exposure is unknown and no medical treatment was required.

Event description:
The customer reported that a leak was noted in the drain line connected to the architect c8000 instrument and a pharmacist that was working in the pharmacy below the laboratory came in contact with the waste. The pharmacist used the shower in the lab per lab protocol and there was no report of treatment or medication given for the exposure. The location of the contact was not provided. The field service engineer had confirmed that there was no waste leaking at the drain of the instrument but noted that the leak occurred in the floor.

Manufacturer narrative:
The field service representative (fsr) was onsite performing instrument installation of the architect (B)(4) and confirmed that no waste (liquid) had leaked at the drain where the instrument was located. It was noted that the leak occurred in the floor, which resulted in fluid leaking through the ceiling of the pharmacy located 1 floor below. The hospital maintenance staff performed the necessary steps to replace the plumbing/drain to correct the leak. There was no indication that the architect instrument, tubing, or tubing connections were the likely cause for the incident. There have been no additional waste/drain leaking since the replacement of the plumbing/drain. An instrument service history review revealed no additional service or complaint issues that may have contributed to the leaking floor drain. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the leaking floor waste drain, which was the issue associated with this ticket. Historical data for the architect c8000 system was reviewed and no adverse trend, systemic issues, or nonconformances were identified. Labeling was reviewed and sufficiently addressed the customer's issue. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c8000 analyzer.